Event description:
The unit was returned for service because it was reported by the customer that the audible alarm was functioning intermittently. The malfunction was discovered while in pt use, however there was no reported pt harm. During the repair evaluation of the failure was confirmed. The unit's power switch and alarm cable were replaced to correct the problem. These components were forwarded to engineering for root cause analysis of the alarm failure.